Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post op visit date: (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: cerv. <(>&<)> rt shoulder pain spoke with patient on phone pt reported onset of cerv. And right shoulder pain medication: yes; additional treatment: darvocet n-100 #60 1-2 every 6 hrs po prn pain post op visit date: (B)(6) 2007 description: pt. Continues to have pain with right shoulder <(>&<)> cerv. Pain intermittently, mostly at end of work day. Post op visit date: (B)(6) 2007 ae outcome: resolved; description: pt. States rt shoulder pain <(>&<)> crv. Pain are both ok now. (No pain)

Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.